Event description:
It was reported that during a lap anterior procedure, the ace36p would not work after opening several different hand pieces. The customer opened a new shear to complete the case. No pt consequence.

Manufacturer narrative:
Eval summary: the ace36p device was received on good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact, between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.